Event description:
A trilogy ev300, canada ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not in patient use. During maintenance of the trilogy ev300, canada device, it failed the failed active exhalation verification. The service engineer replaced the device's 3-way solenoid valve to address the issue. Following the replacement of the device's 3-way solenoid valve, a comprehensive functional test was conducted to confirm that the issue had been fully resolved.